Manufacturer narrative:
(B)(6). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
It was reported that the head of a 7f vista brite tip introducer guiding catheters detached in the patient when the device was removed. The physician removed the device safely from the patient and the procedure was continued. There were no patient injuries. A 20f non cordis sheath introducer was used and the procedure was for placing a stent graft in the iliac artery.